Manufacturer narrative:
Service was scheduled for this event but the service visit was cancelled by the customer. The customer reported that they had determined that the issue had occurred because their remisol system reporting rules were not matching their desired result reporting specifications. Specific details of the remisol system issues have not been supplied. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 an erroneously low cardiac troponin (accutni) result was generated on an access 2 immunoassay system for one patient. The initial accutni was elevated and above the acute myocardial infarction (ami) threshold. Per the customer's laboratory procedures, the positive initial result was held and the sample was repeated. The erroneously low result occurred upon retest on another instrument, and was automatically reported out of the laboratory. The patient's b-type natriuretic peptide (bnp) test results were elevated above the normal reference range and did not match the repeat, erroneously low accutni result. Subsequent repeat duplicate testing on the same instrument as the erroneous result, generated results which confirmed the initial, elevated result. The doctor was notified of the erroneously low result that was reported out of the lab, and while there has been no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. The sample was a plasma sample collected in lithium heparin tubes and centrifuged prior to testing. No system information or specific patient information was provided by the customer.